Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer that while performing, the quality control using calibration verification kit lot b0919245, when he was opening the glass vial, the glass punctured his skin. The customer was using a 4x4 gauze pad and did have gloves on. The glass punctured the glove, punctured the skin, slight blood was seen. There was no glass in the finger as reported. Customer was sent msds sheets. The customer did receive tetanus shot.